Manufacturer narrative:
Investigation: based on provided information, it was confirmed that the alarm experienced by the customer is a failsafe alarm. This alarm occurred during prime prior to collection and the machine alarmed as designed. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR related to the alarm experienced by the customer. Root cause: this disposable set was not received for specific root cause analysis. A definitive cause remains undetermined. Possible causes include but are not limited to: operator spiked the bag too early. Defective return line air detector. Defective upper user strobe driver cca. Defective control stack.

Event description:
The customer reported that during prime for a collection procedure, they received a "fluid not detected in the return tubing" alarm. The operator aborted and restarted procedure with anew disposable set. Due to EU personal data protection laws, the patient information is not available from the customer. The disposable kit is not available for return because it was discarded by the customer. This report is being filed in response to the customer filing a sae report with their local authorities.